Manufacturer narrative:
Customer complained about having rewind anomaly/physical damage on the insulin pump on (B)(6) 2021. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No rewind anomaly noted during testing. No cosmetic damage noted and the p-cap locks properly into place. Device was cut opened, inspected and tested. No physical damage or moisture damage found on the electronic assembly and motor assembly. The motor was tested outside of the device on the stb3 and passed. There are 2 errors that occurred on (B)(6) 2021 that stopped the delivery and require a rewind. Pump error 130 alarm at 10:58 am and pump error 43 alarm at 12:15 pm. In conclusion, no rewind anomaly was noted during testing. Physical damage complaint was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked on retainer ring. Customer stated that they kept on receiving rewind required alert multiple times a day and tried replacing the set multiple times but still had the same issue. Customer stated that there might be missing piece on the retainer ring. Customer also stated that the reservoir was unable to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.